Event description:
It has been reported via sales representative that during the surgery ((B)(6) 2012 approximately to be confirmed), when inserting the targeting arm, it was detected a slight malignment with the most distal hole of the tibia plate. It has been reported that the surgery was finished with no more adverse consequences reported.

Manufacturer narrative:
Device will not be returned for evaluation. Once the investigation has been completed any additional information will be reported in a supplemental report.